Event description:
It was reported that during inspection at the user facility, the top housing detached from the bottom housing, which could potentially expose the non-sterile battery to the sterile field, but that was not reported in this case. There was no patient involvement, no delay, no medical intervention and no adverse consequences reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during inspection at the user facility, the top housing detached from the bottom housing, which could potentially expose the non-sterile battery to the sterile field, but that was not reported in this case. There was no patient involvement, no delay, no medical intervention and no adverse consequences reported with this event.